Manufacturer narrative:
(B)(4) . The device was returned to baxter and an evaluation was performed to investigate the reported issue. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the chest pain was unknown. On the day of onset, the patient was hospitalized for the chest pain. Treatment for the chest pain was not reported. The patient was not connected to the homechoice device at the time of the chest pain and was not performing automated peritoneal dialysis therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. Eight days after hospital admission for the chest pain, peritoneal dialysis therapy was discontinued and the patient was started on hemodialysis. Three days later, the patient passed away in the hospital. The cause of death was reported to be cardiac arrest and it was unknown if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.